Event description:
It was reported that during an arthroplasty procedure, the device was unsuccessfully opened. It was further reported that pieces of the plastic wrapping ripped off, making it difficult to maintain sterility. No adverse consequences were reported.

Manufacturer narrative:
Based on info provided by the sales rep and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.